Manufacturer narrative:
See manufacturer report # 2029214-2022-00826 for the other pipeline involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline was twisting due to tortuous anatomy and size choice. The patient was being treated for two aneurysms. One was a saccular, side branch aneurysm in the right anterior choroidal artery. Maximum aneurysm diameter: 1.9mm. Aneurysm dome height: 1.9mm. Aneurysm dome width: 1.6mm. Aneurysm neck size: 2.5mm. Parent artery diameter distal to aneurysm: 3.7mm. Parent artery diameter proximal to aneurysm: 3.7mm. No stasis at the end of the procedure. Incomplete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure: class 3. The other was a saccular, side branch aneurysm in the right posterior communicating artery. Maximum aneurysm diameter: 2.5mm. Aneurysm dome height: 2mm. Aneurysm dome width: 2.5mm. Aneurysm neck size: 2.9mm. Parent artery diameter distal to aneurysm: 3.7mm. Parent artery diameter proximal to aneurysm: 3.7mm. No stasis at the end of the procedure. Complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure: class 3. The device was successfully implanted. Wall apposition was achieved. Side branches covered by pipeline device: posterior communicating artery, anterior choroidal artery. Additional information received reported that the twisting occurred during the procedure. A shorter device was implanted instead. There were no adverse events reported. It was clarified that two pipelines twisted during delivery and were replaced. The replacement device was successfully implanted with wall apposition achieved. It was noted that the pipelines that twisted did not achieve wall apposition because they failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that site has confirmed that pipeline device failed to open was not independent and was due to the reported device deficiency of twisting.